Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a condition of "mark occlusion" was confirmed and reproduced during product evaluation. This condition was caused by a defective pump 2 door latch assembly. The pump 2 door latch assembly was replaced to correct the reported condition. (B)(4). Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a flo-gard infusion pump with a condition of "mark occlusion," which occurred in the intensive care unit. It is unknown when this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.